Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of hospitalization for high blood glucose levels. The customer's blood glucose level had been as high as 900mg/dl. The customer was treated for the highs at the hospital. The customer states they had received no delivery alarm. The customer declined to troubleshoot at this time.